Manufacturer narrative:
Corrected from k982839 to exempt, as device was approved as part of nda (B)(4). (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported that the listed pump was in use with a patient when its autofunction was found not working. The reporter explained that due to the pump not functioning, the patient had to be hospitalized for 4 days. The reporter also explained that the patient has gastrointestinal issues, and the stomach was not emptying food, but the reporter was unclear if this issue was related to the autofunction not operating on the pump. Additional information regarding the event details has been requested. No additional information has been provided at this time.